Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and oophorectomy bilateral ('oophorectomy (bilateral removal of ovaries)') in an adult female patient who had essure (batch no. 624465-not valid, 624483-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included blood pressure high. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("detal problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) fluctuates"), dizziness ("other injury(ies) or complication(s) ¿ dizziness"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain") and underwent oophorectomy bilateral (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries)). Essure treatment was not changed. At the time of the report, the device dislocation, oophorectomy bilateral, abdominal pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight fluctuation, dizziness, pain in extremity and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, device dislocation, dizziness, dyspareunia, fatigue, headache, migraine, nausea, oophorectomy bilateral, pain in extremity, tooth disorder, urinary tract disorder, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date: previously reported as (B)(6) 2007. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number (624465) is invalid. Lot number: 624483, manufacture date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received- new event stomach pain was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and oophorectomy ('oophorectomy (bilateral removal of ovaries)') in an adult female patient who had essure (batch no. 624465, 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included blood pressure high. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) fluctuates"), dizziness ("other injury(ies) or complication(s) ¿ dizziness") and pain in extremity ("leg pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries)). Essure treatment was not changed. At the time of the report, the device dislocation, oophorectomy, abdominal pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight fluctuation, dizziness and pain in extremity outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dizziness, dyspareunia, fatigue, headache, migraine, nausea, oophorectomy, pain in extremity, tooth disorder, urinary tract disorder, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date: previously reported as (B)(6) 2007. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received: case became incident. Lot number was added. Event injury nos replaced with events: migration of essure device, bladder or urinary problems or changes, migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss; fluctuates , dizziness, abdominal pain, leg pain and plaintiff did not undergo any confirmation test. New reporter's were added. Patient demographic details added. Product start date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and oophorectomy bilateral ('oophorectomy (bilateral removal of ovaries)') in an adult female patient who had essure (batch no. 624465-notvalid, 624483-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included blood pressure high. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("detal problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss (specify which one) fluctuates"), dizziness ("other injury(ies) or complication(s) ¿ dizziness") and pain in extremity ("leg pain") and underwent oophorectomy bilateral (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries)). Essure treatment was not changed. At the time of the report, the device dislocation, oophorectomy bilateral, abdominal pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight fluctuation, dizziness and pain in extremity outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dizziness, dyspareunia, fatigue, headache, migraine, nausea, oophorectomy bilateral, pain in extremity, tooth disorder, urinary tract disorder, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date: previously reported as (B)(6) 2007. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number (624465) is invalid. Lot number: 624483 manufacture date: 2007-05 expiration date: 2009-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.